Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). UDI: the UDI is unknown at this time.

Event description:
This report is being filed after the review of the following journal article: kim, y. M., et al (2012) clinical presentation of staphylococcus epidermidis septic arthritis following anterior cruciate ligament reconstruction. Knee surg relat res, vol. 24, pages 46-51.(south korea). The study emphasizes on the evaluation of the clinical presentations of staphylococcus epidermidis (s. Epidermidis) septic arthritis after arthroscopic anterior cruciate ligament reconstruction (aclr). The patients evaluated on course of this study: all the six patients included in this study were men, ranging in age from 20 to 53 years (mean age of 35 years). The article describes the following procedure: between september 2006 and february 2008, a single surgeon performed 79 arthroscopic aclrs. In all patients, a one-incision technique with two standard portals was used, and three types of grafts (four-strand hamstring autograft in 25 cases, tibialis allograft in 32 cases, and achilles allograft in 22 cases) were employed. The devices involved were: rigid-fix. Complications mentioned in the article were: in all patients, after the development of clinical symptoms of infection, joint fluid was aspirated once (cases 1 and 2) or twice (cases 3-6).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek product failure(s). Multiple attempts were done to obtain more information from the author, however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.